Event description:
Patient was revised because of poly wear.

Manufacturer narrative:
Evaluation was not possible, as the report device was not submitted. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional info be rec'd, the investigation can be reopened.